Event description:
It was reported that during an ultra low anterior resection procedure, upon insertion of trocar, black ring inside trocar fell into patient. Ring was retrieved and procedure completed with same trocar without incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was visually inspected. No missing parts were observed on the device. The duckbill was found in its intended position and firmly assembled to the sleeve of the device. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.